Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was unknown. Customer stated that down arrow key is malfunctioning. The customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump passed the displacement test. All buttons functioning properly. No damage was found on the keypad assembly noted. The j1 connector on the printed circuit board assembly was inspected and properly connected. The insulin pump was received with minor scratched lcd window, scratched case, pillowing keypad overlay, cracked case at battery tube side and cracked retainer.